Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). There was a promus stent implanted in the mid rca. An attempt was made to advance a 2.75x12mm promus premier drug eluting stent through a previously implanted stent with a guidezilla guide extension catheter. However, it was noted that the stent slipped off from the stent delivery system (sds) and was embolized in the proximal rca. The guidewire, the sds and the guidezilla were removed together from the patient. A 1.5mm balloon catheter was advanced to dilate the dislodged stent and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the stent. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing the specified parameters against the batch records for the crimped unit, there are no anomalies evident. A review of the device records found no issue with the stent profile or the profile of the balloon with all profile readings within product specification. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage at the distal edge of the tip that was likely caused during advancement attempts. A visual and tactile examination of the inner, outer and mid-shaft section found one inner/outer extrusion kink 3mm proximal to the bi-component bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). There was a promus stent implanted in the mid rca. An attempt was made to advance a 2.75x12mm promus premier drug eluting stent through a previously implanted stent with a guidezilla guide extension catheter. However, it was noted that the stent slipped off from the stent delivery system (sds) and was embolized in the proximal rca. The guidewire, the sds and the guidezilla were removed together from the patient. A 1.5mm balloon catheter was advanced to dilate the dislodged stent and the procedure was completed. No patient complications were reported and the patient's status was fine.